Event description:
During the device evaluation, the duodeno videoscope was found to exhibit foreign material inside the light guide lens. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material (dust or dirt) was observed inside the device light guide lens. A definitive root cause of the issue could not be determined; however, the issue was likely the result if insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.